Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now without a low battery alert. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer reported the batteries not lasting more than two hours. The customer did troubleshoot the issue and confirmed second occurrence replace battery now without a low battery alert. The insulin pump will not be returned for analysis.